Event description:
Boston scientific crm received info that several days following the implant procedure, this dextrus right ventricular lead perforated the heart wall. The pt experienced extracardiac stimulation in the same local as the perforation. In a revision procedure, the lead was successfully repositioned with no pt symptoms reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.